Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre wire guided balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) preformed on (B)(6) old female patient (patient weight is unknown). According to the complaint, during a stone retrieval procedure, the physician performed a sphincter dilatation by passing the tip of balloon into cbd. The cre balloon was inserted into the scope and during inflation at 3 atm, it was noted under fluoroscopic vision that the balloon had an irregular shape. Once removed from the patients¿ anatomy, they noticed the balloon had a waist in the middle. The procedure was completed with another cre wire guided balloon. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be normal.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre wire guided balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) preformed on (B)(6) old female patient (patient weight is unknown). According to the complaint, during a stone retrieval procedure, the physician performed a sphincter dilatation by passing the tip of balloon into cbd. The cre balloon was inserted into the scope and during inflation at 3 atm, it was noted under fluoroscopic vision that the balloon had an irregular shape. Once removed from the patients¿ anatomy, they noticed the balloon had a waist in the middle. The procedure was completed with another cre wire guided balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed no damage to the catheter or balloon portion of the device. Functional testing was performed per specification; the balloon was inflated to 3atm and 8atm and no issues were noted. Based on the condition of the returned incident device, the complaint of balloon waisting was not confirmed as the balloon performed per specification. The complainant confirmed that the correct device was returned for evaluation. The report of balloon issues encountered during inflation may have been due to the anatomical location of the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient weight is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.